Event description:
This stent deployed about 1.0 cm and would not deploy any further despite clicking the trigger and using the secondary release. Therefore the partially deployed stent was removed from the patients body and the procedure was finished with two other stents.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned stent system revealed a partially released stent with about 13.6 cm of the stent still being constrained under the transparent outer shaft. The outer shaft of the returned stent delivery system, which has to be retracted in order to release the stent, was found to be fractured inside the handle. The inner shaft has buckled distal to the metal tube where the knife is mounted on. These deformations indicate that the retractable outer shaft was blocked from movement leading to an increased retraction force which finally exceeded the fracture strength of the retractable outer shaft. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.